Manufacturer narrative:
Additional information received: the patient is bruxer. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect, clinical code 1932. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported, removing codes for: investigation findings code: 3221. The correct codes for this complaint are: investigation findings code: 3243. This is a follow up report to correct this code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a dental implant loss.